Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during repairs, it was determined that the device had insufficient/low power, cosmetic damage and a worn coupling. It was further determined that the device failed pretest for check power with test bench (minimum: 67.5 to maximum: 110 w (watt), check switching function forward/reverse, check for sticky speed trigger, check the attachment coupling and check the oscillation angle. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the power of the small battery drive device was weak. It was further reported that the device had noise "(like something grinding)". It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.